Manufacturer narrative:
After careful examination of the device in question, only the rough sliding of the product's extension arm can be considered as a possible minor factor for the incident described by the customer. The rough-running extension arm is a typical result of insufficient maintenance and lubrication of the feature, which is specified as mandatory per IFU. It is not assumed that any of the remaining deviations found in the course of this inspection may have contributed to the event. Due to the missing component of the torque screw, it is assumed that the product has been modified by an unknown party. However, the clamping force values of the torque screw are nevertheless within specification. However, neither the deviation on the product's extension arm, nor the other identified errors could have gone undetected during an annual routine inspection by the manufacturer. Since the involved product has not been in for maintenance at the manufacturer's service site for more than 4 years, the maintenance interval of one year has thus been exceeded by more than 3 years by the customer. In our experience, the pinning technique is decisive for the stability of the fixation of the patient's skull. It cannot be excluded that the pinning technique in this case was not optimal, as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer informed us on april 12 that one of our products was involved in a procedure (laminectomy, prone position) in which the treated patient sustained a laceration.